Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 454 mg/dl at the time of incident. Customer treated their blood glucose with the insulin pump and a back-up plan. It was also found the customer did not have any symptoms of their high blood glucose. Troubleshooting did not find any air bubbles or leaks on the insulin pump. It was also found the customer did not have a bent cannula after removing their infusion set. Customer was advised to change out their entire infusion set, reservoir, and insulin. Customer also reported a no delivery alarm that was resolved by a complete set change. Customer's blood glucose was 280 mg/dl at the time of the call. The customer also called back to request a replacement insulin pump. The customer agreed to return the insulin pump for analysis.